Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were frequent occlusion alarms. The customer reported issue was confirmed by the device history log. The exact cause could not be identified. The occlusion detection pressure was measured and was within specifications, with no abnormalities identified. The reported issues were proactively addressed with a recalibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was stated that a blockage alarm activated. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.